Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular (rv) lead appeared to have moved forward substantially after fixation and the physician suspected cardiac perforation. The lead was then re-positioned. An echo was performed, and a moderate pericardial effusion was noted. Pericardiocentesis was performed. The patient condition was stable and recovering after the procedure.